Event description:
The initial reporter received questionable na electrode, k electrode, and cl electrode assay results from five patient samples tested on the cobas c 303 analytical unit - emc. The reporter stated they have recurring ion-selective electrode (ise) noise errors. The following examples of discrepant results were provided: patient sample 1 the initial na result from the analyzer was 156.3 mmol/l. The repeat result from another c303 analyzer was 136 mmol/l. The initial k result from the analyzer was 5.1 mmol/l. The repeat result from another c303 analyzer was 4.5 mmol/l. The initial cl result from the analyzer was 117.7 mmol/l. The repeat result from another c303 analyzer was 103 mmol/l. Patient sample 2 the initial na result from the analyzer was 172 mmol/l. The repeat result from another c303 analyzer was 139 mmol/l. The initial k result from the analyzer was 5.0 mmol/l. The repeat result from another c303 analyzer was 3.9 mmol/l. The initial cl result from the analyzer was 130 mmol/l. The repeat result from another c303 analyzer was 106 mmol/l. Patient sample 3 the initial na result from the analyzer was 173 mmol/l. The repeat result from another c303 analyzer was 139.7 mmol/l. The initial k result from the analyzer was 5.1 mmol/l. The repeat result from another c303 analyzer was 3.9 mmol/l. The initial cl result from the analyzer was 131.6 mmol/l. The repeat result from another c303 analyzer was 106.2 mmol/l. The doctor questioned patient sample 2's results, prompting the rerun of the patient samples. The repeat results were deemed correct.

Manufacturer narrative:
The na electrode lot number is bes55 with an expiration date of (B)(6) 2025. The k electrode lot number is bfd75 with an expiration date of (B)(6) 2025. The cl electrode lot number is bgf49 with an expiration date of (B)(6) 2025. The field service engineer (fse) inspected the analyzer and determined the event was consistent with sodium hydroxide (naoh) crystallization at the sample probe rinse station. He noted that the ion-selective electrode (ise) reagent flow path wash had not been performed since (B)(6) 2024 and was only performed on (B)(6) 2025 as troubleshooting. The fse performed baseline ise checks and precision, inspected the ise assembly, valves, syringe movement and fluidics, cleaned the sample probe and rinse stations, verified all adjustments, adjusted the pressure and voltages, flushed the valve, and verified the fluidic rinse levels. He verified the analyzer's performance by ise and precision checks. The investigation is ongoing.

Manufacturer narrative:
The na, k, and cl calibration results were within the specified ranges. The na, k, and cl qc results were within the specified ranges. The alarm trace did not indicate any issues. The investigation determined the event was consistent with sodium hydroxide (naoh) crystallization at the sample probe rinse station and missed ion-selective electrode (ise) reagent flow path wash maintenance. Product labeling states: "every 2 weeks maintenance - cleaning the rinse station and the wash station ¿ c 303. To prevent clogging by bacterial growth and precipitation, clean the rinse station of the reagent probe and the wash station of the sample probe." "Every 3 months - washing the ise flow path." The customer did not report any other issues after the service visit. The investigation determined that the service actions resolved the issue.